Event description:
Patient rolled over on the pump at night and broke a piece. Sn (B)(4) crono 5 syringe. No adverse effect to the patient, just a broken pump. We always replace the pump and the box we send the new pump in is also the return box. Dose or amount: 57.8 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016. Diagnosis or reason for use: pah.